Event description:
It was reported that while using the surgical fiber during a prostate procedure, the cap detached at 65,527 joules of use. No additional info was available. There was no report of pt injury.

Manufacturer narrative:
Fiber analysis: the fiber's metal and glass caps were found to be detached and not returned with the device. There was no indication or report of any part of the device remaining inside the pt. The detached fiber cap could result in a forward-firing condition of the side-firing surgical fiber. Analysis of the fiber card found the card be expired due to reaching the soft joule limit and verified a usage date of 07/04/2013. The probable root cause of the device failure was suspected to be anatomical/procedural factors encountered during the procedure.